Event description:
A customer reported that a CPAP unit caught on fire.

Manufacturer narrative:
The engineering eval of the returned unit identified the root cause of the failure as cracking of the ac connector solder joint. The result of this failure was a brief external flame that self-arrested and did not require external intervention. The incidence and severity of this failure type are subjected to on-going monitoring. There was no adverse event reported for this incident.